Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump has been returned. There are no other complaints on this device. The pump's historical records in qos and salesforce was reviewed, as all previous test records were reviewed and all were found to have passed. The pump was received with software version number 5.9.2 and library configuration "optmob - v2". The pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there were several abrupt power offs found in the log, which help explain the reported condition by the end user, as the pump lost its battery and powered off. An abrupt power off can be seen on event line 235 by the "log_event_on" code without an "log_event_off" code before it: seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. A 50 ml was ran on the pump instead of a 100 ml due to a limitation within the customer's library configuration. The infusion was set to run for 50 ml at a rate of 0.5 ml per hour. The infusion was unable to successfully complete as the pump powered off abruptly before finishing. A new battery was put into the pump and the battery level was reset. The same infusion was ran again and it powered off again, even with the new battery in the pump. The infusion was attempted to be ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon further evaluation there were no loose connections or components inside of the device. It was noted however that the label on the back of the pump with all of it's model information is completely erased and is not readable, with the only way to verify the pump's model is to physically power it on. Functional testing did confirm the reported condition and was duplicated during testing. Reported issue found, device does not meet specification. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference complaint # (B)(4).

Manufacturer narrative:
Review of product complaint history confirmed there are no other complaints associated with this device. Review of the DHR confirmed this device passed all previous tests and inspections. Upon review there is indication in the DHR the pump was loaded with the unreleased version of the customer's library, confirming the reported event by the end user. The device has been evaluated to confirm the issue of the incorrect library configuration. There has been a CAPA opened to further investigate this complaint type.

Event description:
On 10/15/2021 (B)(6) of infutronix solutions was notified by (B)(6). Cardinal health reported that the pump had the incorrect library configuration duke v4 instead of duke v3. Medication n/a. No patient involved. No patient was harmed. Device is being returned.